Manufacturer narrative:
Product complaint # (B)(4). One expedium si quick-connect polyaxial screwdriver was received by customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. Device history record review identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the instrument¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was adjust a 6.5x45 expedium screw in the s1 pedicle and the tip of the driver sheared off and was stuck in the head of the bone screw.